Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-00804, 2210968-2012-00805 and 2210968-2012-00806. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: a used suture wrapped around a plastic suture tray was returned for evaluation. The suture was needled at one end and cut at the other, with some physical damage located at the folds in the suture, strongly suggesting that the suture was damaged when wrapped around the suture tray, but no breakages were observed.